Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.